Event description:
It was reported that there was oversensing noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6); 5076-45 implantable pacing lead implanted: 2011 (B)(6). (B)(4).